Manufacturer narrative:
(B)(4). The customer reported that the device would not recognize the therapy cable. A philips field svc engineer evaluated the device and localized the issue to the power pca, which was replaced to resolve the issue.

Event description:
The customer reported that the device would not recognize the therapy cable.